Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alleging over delivery. The customer¿s blood glucose level was 60 mg/dl at the time of incident. Customer experienced symptoms no for low blood glucose event. Customer was treated with glucose and food for low blood glucose level. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. The insulin pump will be returned for analysis.